Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone16.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a skin infection at the infusion site on the leg, which developed after more than 48 hours of pod wear. The patient reported that the infection developed into abscess, leading to sepsis and a staph infection. Reported symptoms included soreness at the site, heat, itching, red spots resembling measles across the body, and numbness in his hands. The patient was hospitalized on (B)(6) 2026, and received antibiotic treatment and fluids, with additional antibiotics prescribed after discharge. The patient remained hospitalized for approximately four days and was discharged on (B)(6) 2026.